Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating adequately, and fluid loss was reported. At a postoperative visit, the physician identified that the pump was not functioning as expected. During revision surgery, a suture hole in the cylinder was identified. The device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating adequately, and fluid loss was reported. At a postoperative visit, the physician identified that the pump was not functioning as expected. During revision surgery, a suture hole in the cylinder was identified. The device was removed and replaced. There were no patient complications reported.